Event description:
Follow up information received reported that the cause of the event was medication. The patient outcome was reported as no injury.

Event description:
It was reported the patient was having cardiac issues and the cardiologist thought the issues were caused by gastric stimulation. The device was turned off and the cardiac issues resolved. The company representative had no further follow up. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).